Manufacturer narrative:
Other, other text: one level 1 hotline low flow systems - hl-90 was returned for analysis. The enclosure was dirty, cracked underneath the drain fitting. The line cord was old and worn. The drain fitting is rusted. The device contained an old style pcb and drain fitting. The reported issue was confirmed as the power switch was jammed into the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the power switch for the level 1 hotline low flow systems - hl-90 resets. There were no adverse events reported.